Manufacturer narrative:
(Bowel and urinary problems).

Event description:
The patient had experienced new neuropathic pain after her pump was implanted. The patient stated that her physician told her that the pain was a reaction to the morphine in her spinal cord. The pump was removed in 2009. She stated that all "opioids were taken away from her". The patient stated that she was in extreme pain and that she had tried to take her life due to the pain. The patient experienced bowel and urinary problems and was also currently bedridden. The patient stated that the pump remained explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.